Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed a cyst near the battery incision site. The cyst was drained and the patient is recovering. The device continues to be used, providing effective pain relief.